Event description:
It was reported that at a routine follow up and upon device interrogation, it was noted that the pulse width was set to "????" And there was no battery longevity information displayed. The device was reprogrammed and the issue was resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.